Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the repair stitch broke when shuttling the it back thru the anchor. The construct was removed and another ar-3638h was used to complete the hip labral repair.